Event description:
Received report that a glove broke during surgery and fingers came off in the pt. Fingers were retrieved by the medical team but one small piece of the glove could not be accounted for. The report is under investigation, has not been substantiated.